Manufacturer narrative:
The returned device analysis observed a kink on the gripper line; however, did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on the information reviewed a definitive cause for the reported gripper actuation issue cannot be determined. The observed kink appears to be due to performed troubleshooting procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a tr grade of 4. Two clips were successfully deployed. Then a third clip delivery system (cds) was advanced to the tricuspid valve for off label use; however, one gripper arm stayed fully raised. Troubleshooting was performed, bu the gripper arm could not come down the cds was removed with the clip attached, and the procedure continued with a new cds. Three clips were implanted, reducing tr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.